Manufacturer narrative:
(B)(4)

Event description:
It was reported to boston scientific corporation that the patient was implanted with an uphold lite vaginal support system during a procedure on (B)(6), 2012. Reportedly, the patient presented with mesh erosion during a follow-up appointment three months post-implantation. The mesh was explanted, and an unspecified different device was used to replace it (date/s and specifics unknown). The patient, who is of average weight and is over 18 years of age, is reportedly in good condition now.